Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker exhibited right atrial (ra) noise, oversensing, and inappropriate atrial tachy response (atr) episodes. The noise was consistent with minute ventilation (mv) signal oversensing. Intermittent increases were noted in the ra impedance measurements. There were no out of range measurements. Occasional pacemaker mediated tachycardia (pmt) episodes were also noted but were not true pmt events. Programming options were discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.